Event description:
The customer reported that the user was unable to access an ECG for diagnosis. The involved pt died.

Manufacturer narrative:
(B)(4). The customer reported that the user was unable to access an ECG for diagnosis. The involved pt died. We have requested add'l info. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more info about this event.